Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred and resulted in the loss of ble connectivity.

Event description:
New information received notes that the bluetooth connection was restored, and the implantable cardioverter defibrillator was paired. There were no patient issues throughout.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. No intervention was performed. Patient condition was stable.